Manufacturer narrative:
Initial and final MDR (B)(4)- device 7 of 7.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced seven infusion sets cannula kinked events on 01-sep-2024, 08-sep-2024, 15-sep-2024, 19-sep-2024, 25-sep-2024, 30-sep-2024, and 05-oct-2024. Event occurred within 3 hours of insertion. The insertion site was at the abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.